Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blood blisters under both breasts. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her remove the lifevest for periods of time and prescribed an ointment. Patient reported that the area healed.